Event description:
It was reported that a spectrum pump had an unknown "system failure" alarm during an infusion of milrinone causing an interruption in therapy. The device was replaced and the therapy was continued. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.